Manufacturer narrative:
A different failure mode was found, the device is missing segments. Isolated the failure to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the device passed testing. (B)(4).

Event description:
Covidien received info that this n65 pulse oximeter is power cycling. A different failure was found, the device is missing segments. The pt was not harmed or injured as a result of the event.